Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced left sided baker¿s grade iii capsular contracture, breast mass, and asymmetry issue with the right prosthesis post procedure. The capsular contracture was diagnosed by a physician. As a result, patient scheduled for bilateral replacements with mentor smooth round breast implants plus profile 400cc on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on february 19, 2021 indicated that the replacement was unilateral, and the right side was not explanted. This report is for the right side. Manufacturer¿s reference number: (B)(4).